Manufacturer narrative:
H10: the field service engineer (fse) confirmed the issue. The flow sensor assembly was replaced. The fse confirmed that the circuit blockage alarm sounded after replacement and confirmed software version 2.30. A comprehensive inspection, cleaning, and functional tests were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
The replaced flow sensor assembly (fsa) was returned to the philips product investigation lab (pil) for evaluation by a pil technician (pil tech). The pil was unable to duplicate the no alarm allegation but did confirm that the airflow sensor of the fsa was drifted out of specification, producing a value of 5.2 standard liters per minute (slpm) when a range -1.0 to.1.0 was acceptable. The investigation concluded that the returned fsa was faulty. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint on the v60 ventilator indicating that the patient circuit occluded alarm did not sound. A response from the customer to the good faith effort confirmed that the device was outside of use at the time of the reported problem.